Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 8016595, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the catheter came off the metal wedge. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined.

Event description:
It was reported that the insyte 20ga x 1.16in catheter detached from the hub. The following information was provided by the initial reporter, translated from spanish to english: "regarding follow-ups for complaint 1964520, the medical affairs specialist went to the hospital and requested for a material to the nurse, and when pulling it a little bit the vialon detached from catheter hub. The specialist took a picture from this incident and hasn't associated it with complaint 1964520 since it doesn't regard the same event, but it was a test performed with another device from same batch."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte 20ga x 1.16in catheter detached from the hub. The following information was provided by the initial reporter, translated from (B)(6) to english: "regarding follow-ups for complaint (B)(4), the medical affairs specialist went to the hospital and requested for a material to the nurse, and when pulling it a little bit the vialon detached from catheter hub. The specialist took a picture from this incident and hasn't associated it with complaint (B)(4) since it doesn't regard the same event, but it was a test performed with another device from same batch."